Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 49 mg/dl, which was treated with an intravenous drip. The customer stated that she was at home doing her normal routine when her husband found her on the floor. She stated that she had knocked down the television and her husband came when he heard the noise. She stated that the perceived cause of the low blood glucose may have been overexertion from gardening. She stated that she was not wearing the insulin pump at the time of the call and did not inspect the reservoir volume. She was advised to consult her doctor regarding low blood glucose and stated that she would continue wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.